Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome and spinal pain. It was reported that the patient¿s device wasn't working anymore, and the caller couldn't activate MRI mode on the ins. It was reported that the patient was no longer getting stimulation. The healthcare provider (hcp) later clarified that there was nothing wrong with the device itself, but it was not working therapeutically for the patient, so the patient stopped charging it for a year. No further complications are anticipated. Additional information was received from the patient via a manufacturer representative (rep) on 03/12/2019. It was reported that the patient was unable to charge their implantable neurostimulator (ins) battery and he had not charged it for one year. An MRI technician later reported that the patient¿s ins was dead. The rep noted that they were not able to connect the ins to the 8840-clinician programmer or the recharger. For troubleshooting, the rep performed a trickle charge successfully, the patient was able to charge the device successfully, and the ins was able to connect with the patient programmer (pp) without issue. The rep was also able to confirm that the patient was full body eligible. On the following day, the MRI tech stated that the patient did not feel like the ins was holding a charge. In the end, it was recommended that the patient should follow-up with their healthcare professional (hcp)/rep to address the issue with the ins not holding a charge. There were no further complications reported or anticipated.